Event description:
The customer contacted the manufacturer to report an alleged malfunction with the suspect device. Customer reported that the suspect device showed three results with a temperature icon in the memory. The results were 934, 954, and 839mg/dl. The customer did not report that actions were taken on these results. The customer's only action was to notify the manufacturer. Replacement product was sent and the suspect device was authorized for return so evaluation can be performed.